Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that a jour pat reamer shaft is broken. As this was noticed upon field inspection, there was not patient involvement.